Event description:
Device was implanted in 1986. The pump was removed on 10/25/94. Info acquired on 10/7/96 indicates the rest of the device was removed from the pt on 12/20/94 due to erosion. Unable to obtain add'l info.